Event description:
Additional information received reported that the lead was capped on (B)(6) 2024 and was successfully replaced. The patient was recovering post procedure.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and intermittent capture. The patient reported syncopal episodes. Programming changes were made to address these issues. The patient was stable.